Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient claimed that the alleged issue began on (B)(6) 2023, at 7:45 pm. The patient obtained a blood glucose reading of ¿181 mg/dl¿ on the subject meter compared to a reading of ¿40 mg/dl¿ on a dexcom meter, immediately after. The patient manages her diabetes with a combination of medication (lantus ¿ twice a day, morning 45 mg and evening 25 mg, trulicity once a week 3 mg, lispro - before every meal 1 unit) and stated that in response to the alleged issue she increased her dose of insulin with an unspecified dose. After the patient increased her insulin, she started feeling ¿dizzy, shaking, lightheaded and sweaty¿. The patient self-treated with orange juice at 8 pm. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.